Manufacturer narrative:
Procedure performed - enlarged right nephrectomy. Additional information was requested and provided. Investigation summary: one partially retracted inzii retrieval bag, still inserted within the trocar, was returned for evaluation. Upon inspection, engineering observed no visible non-conformances. Engineering was able to retract and redeploy the actuator and verified the unit's proper functional performance. The device was found to be mechanically correct and properly assembled. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. All inzii retrieval systems undergo 100% visual inspection during production. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "After introduction of the extraction bag, the bag got 'inflated' but did not nope. A large laparotomy was necessary to extract the trocar and the bag. Oncology risk because the surgery piece was in contact with the patient wall. " patient status unknown.